Event description:
Event description guidant received information that this ventricular lead had loss of capture and a high impedance of 2500 ohms in bipolar mode. When programmed to unipolar mode, capture returned and the impedance was acceptable.